Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported for failure to adhere or bond from this lot. All available information was investigated and the reported failure to grasp the leaflets appears to be due to challenging patient anatomy/morphology (enlarged anulus, anterior medial leaflet calcification and short posterior medial leaflet) in conjunction with procedural circumstances. Additionally, the tissue damage appears to be due to procedural circumstances as the damage happened during grasping attempts. The reported patient effect of mitral valve tissue damage is listed in the mitraclip ntr/xtr system instructions for use as a known possible complications associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Two clips (90306u102, 90131u106) were implanted reducing mr to a grade of 2. To further reduce mr, a third clip (90327u117) was advanced and both leaflets were grasped; however, the physician was not satisfied with the results, so the clip was reopened. At this time, it was noted that the posterior leaflet had been partially torn. Due to the tear, grasping was difficult and the clip was not implanted. The procedure was aborted, and mr increased to a grade of 4. There was no clinically significant delay in the procedure. No additional information was provided.